Event description:
Customer reported cartridge alarm 20 on several occasions in august 2025. There was no adverse impact on the customer¿s blood glucose level, and levels did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the issue with consecutive cartridges, and provided instructions for placing the pump in storage mode before returning it to tandem. Customer was informed that they would receive a replacement pump with updated software and was advised on steps to take upon its arrival. Despite not having a backup therapy specified, customer expressed understanding of procedures involved and acknowledged receipt of these instructions.